Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 5 meter issue. The reporter alleged using 3 different vials with different lot numbers and kept getting an error 5, but strips worked with her backup meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 (01/08/2014)-device evaluation: the meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter failed testing, the spc pin 2 was lifted high. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.